Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via cross-over approach. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After a guide wire crossed the lesion, a 5.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, upon inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different balloon catheter. No patient complications were reported.